Event description:
Country of complaint: (B)(6). Complaint description: sudden loss of performance during use.

Manufacturer narrative:
United states reporting agent notified:(B)(4) 2014. Complaint description: during a craniotomy there was a sudden loss of performance (from 80.000 rpm to max 30.000 rpm). As a consequence, the surgery procedure had to be changed and a saw had to be used. According to info received by the head of operating room dept, the surgery delay was more than 15 minutes, however, definitive time frame was not provided. No negative aspect to pt or surgeon. The detailed investigation of both motors by the supplier did not show a defect that can be identified as definitive origin of the described malfunction. Final conclusion: the detailed investigation of both motors by the supplier did not show a defect that can be identified as definitive origin of the described malfunction. Cause: shelf-life, wear and tear. No further pt info was provided at the time of this report.